Event description:
A talent stent graft system was implanted into a patient for the treatment of a fusiform 52 mm diameter x 70 mm long taa at zone 2 and 3 approximately 1 year ago. The proximal aortic neck was 40 mm in diameter; distal neck was 38 mm in diameter. There were no complications noted at implant. It was reported that on (B)(6) 2009, the patient caught pneumonia, and entered the ICU on (B)(6) 2009. The patient underwent treatment with mechanical ventilation and medication. The renal function also declined. On (B)(6) 2010, the patient expired from pneumonia. The physician commented that the pneumonia was unrelated to the talent graft and unrelated to the device handling (see MFR # 2953200-2010-02535).

Manufacturer narrative:
(B)(4). Evaluation results: (death) (pneumonia).